Manufacturer narrative:
X-rays were evaluated, and the findings are as such: in an a/p view x-ray from february 2008 it appears that there was a large amount of bone cement used in the tibial component. In addition, it appears that there is a gap between the anterior flange of the femoral component and the anterior aspect of the femur. In subsequent x-rays the gap between the anterior flange and the femur widens, indicative of osteolysis or aseptic loosening. Osteolysis can occur when there is not an adequate bone to prosthesis interface, as stress is shielded from the bone and it resorbs. However, the tibia was not revised and it appears to be in proper alignment. Cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised due to aseptic loosening.

Manufacturer narrative:
(B)(4). Medical product: catalog #00596404012, nexgen lps-flex articular surface, lot #60845185. Catalog #00110100800, osteobond copolymer bone cement, lot #60817522. Visual examination of the returned products identified surface scratches on the femoral component. No bone cement was present on the backside of the femoral component. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Pitting and gouges could be seen on the returned articular surface. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to aseptic loosening.